Event description:
A report was received that a pt was not receiving adequate stimulation. The pt was also experiencing a cramping sensation around the lead site. A bsn field clinical engineer evaluated the scs system and the physician scheduled a lead revision surgery. During the lead revision, the physician noticed that the paddle lead was broken near the suture sleeve. A new paddle lead was implanted and the pt is reportedly doing well.